Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while using continue suturing technique on the uterus during laparoscopic myomectomy, the suture thread broke from the middle. The same event happened three times. Another suture was used to complete the case. There was no patient injury.